Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited chronically high out-of-range pace impedance measurements, high thresholds, and pacing inhibition and was suspected to have fractured. Subsequently, the lv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.